Event description:
Reporter indicated that device stimulation seemed to trigger the patient's seizures after an increase in programmed parameters. It was reported that the patient seemed to tolerate device settings at 1.75ma normal mode output current; 20hz frequency; 500upsec pulse width; 30sec on; 1.8min off, but that since the normal mode output current was increased to 2.0ma, the patient has been very agitated and the patient's family member believes that her seizures might be being triggered by the stimulation. Report is incomplete because no response has been received to manufacturer's request for additional information from treating neurologist (via fax x1).